Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: fellow. The actual device was not returned. A historical investigation was conducted for the product associated with the specified product code and lot number. No anomalies were identified in the manufacturing or shipping inspection records, and no similar reports were found in past submissions. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation on the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. In the shipping inspection, pulling strength is measured on sampling basis for each product code/lot# to confirm that there is no anomaly in it. The IFU of this product includes the following warning. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received a report that during a carotid stent procedure performed via femoral access using a shuttle sheath, a run-through wire was utilized as a buddy wire due to a tight lesion. After placement of the nav6 embolic protection device (epd), resistance was encountered while attempting to withdraw the run-through wire. The fellow reported resistance occurring anywhere from the access site to the portion of the wire distal to the nav6 filter; however, the exact location of the resistance could not be determined. During withdrawal, the wire fractured and partially unraveled. A portion of the wire was removed, while the remaining segment remained inside the patient's carotid artery. Following stent placement in the carotid artery, the retained wire segment was observed to have migrated to the middle cerebral artery (mca). The event occurred intra-operatively during the carotid stent procedure. The patient is currently being monitored. Additional information received on 19 sep 2025: the patient was transferred from the intensive care unit (ICU) to a step-down unit and has not experienced any strokes. The patient has other unrelated medical conditions, but no complications have been reported in relation to the retained wire in the mca.